Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no data was in the black box or download histories from the time of the reported erratic bgs due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
On (B)(6), 2011, the rptr claimed she had low blood glucose ranging from 40 to 60 mg/dl with symptom of "confusion." At the time of concern, the pt took treatment with carbohydrate. Subsequently the pt's blood glucose went back up. During troubleshooting, the animas healthcare representative noted that the pt's activity level has been consistent. Her basal rate varies depending on her activity level for the day. The animas insulin pump reportedly functioned accordingly. This complaint is being reported because the pt claimed was hypoglycemic and received medical intervention accordingly while using the animas products.